Manufacturer narrative:
Manufacturer's investigation conclusion: there was an incidental finding of a minor kink in the black power cable near the strain relief on the controller side of the cable; the strain relief on the connector side of both power cables were also observed to be broken, and a green contaminate consistent with fluid ingress was observed on the white power cable beneath the strain relief; the serial number and software version labels were worn and faded on the exterior of the controller housing; fluid ingress inside the power cables; dim pump running leds. The reported event of a backup battery fault alarm was confirmed via analysis of the log files; however, the alarm was not reproduced during testing of the returned system controller (serial number: (B)(6) ). The controller event log files submitted for review and downloaded from the returned controller contained approximately 3 hours of data combined (11:32:00 ¿ 14:47:17 on (B)(6) 2021 per the timestamp). The log file captured the driveline and system controller power cables being disconnected on (B)(6) 2021 in order to exchange the system controller. No other notable alarms were active in the event log files. The submitted and downloaded controller periodic log files contained approximately 10.5 days of data combined ((B)(6) 2021 ¿ (B)(6) 2021 per the timestamp). The log files captured backup battery fault alarms on (B)(6) 2021 at 20:12:47 and on (B)(6) 2021 from 18:12:27 to 23:12:26 due to backup battery load test failures. The periodic log file only collects data at specified time intervals rather than upon the detection of an event; therefore, the exact time that the alarms activated and resolved cannot be determined as the events were not captured. Furthermore, the conditions that caused the alarms to activate and to resolve cannot be determined. No other notable alarms were active in the periodic log files. The pump maintained a speed above the low speed limit throughout the log files while the driveline was connected. The returned system controller passed functional testing and successfully operated in a mock circulatory loop for an extended period of time without any issues or atypical alarms produced. During testing, multiple load tests were performed and the backup battery passed each time without any issues. The root cause of the reported event could not be conclusively determined through this analysis. A corrective and preventative action (CAPA) has been implemented to address the issue of backup battery fault alarms due to load test failures. The system controller associated with this event, serial number (B)(6) , was manufactured prior to the implementation of the CAPA. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The system controller, serial number (B)(6) , was shipped to the customer on 14may2018. Heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ covers all alarms (visual and audible), including the backup battery fault alarms, and the actions to take if the alarm cannot be resolved. Heartmate 3 instructions for use section 2 "system operations" explains how to replace the system controller and how to replace the system controller backup battery. Section 5 ¿surgical procedures¿, also explains how to install the backup battery in the system controller. Heartmate 3 instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment, including the controller and the power cables. Heartmate 3 instructions for use (IFU) section 2 ¿system operations¿ and heartmate 3 patient handbook section 2 ¿how your heart pump works¿ state that the heartmate 3 system controller must be kept dry and away from water or liquid. If these system components get wet, the system fail to operate properly, an electric shock could occur, and pump may stop. Section 10 ¿safety checklists¿ provides the procedure for routine maintenance of the heartmate 3 left ventricular assist device, including the system controller and backup battery. Heartmate 3 patient handbook and heartmate 3 instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had their system controller replaced after their primary went through numerous backup batteries.